Manufacturer narrative:
This report is filed april 30, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains. Clinical symptoms indicate an electronics failure. There are plans to explant the device and to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
The device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed 07 feb 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.